Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Patient also reported "peripheral neuralgia", "hot spikey pains", "tingling and loss of sensation in her fingers"; these events are not device related. Device remains implanted.